Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a tri-ad 2.0 heart band arrived with the product box flattened. Upon arrival after being shipped in an envelope instead of a box. The product was shipped in an envelope and not a box which allows the product box to be flattened when in transit. The device was never implanted. A new product was sent instead. There was no patient involved.